Event description:
On the prismax machine, multiple st150 sets of the same lot # failed during prime, and one failed while connected to the patient. "Occlusion pressure" alarm, and set was pulling air. "Bad" lot # sets pulled from our pyxis, s&d [services & devices medical division] called and notified - they are coming to collect the "bad" sets and replace them with sets of a different lot #.